Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient was wearing the pod around 8 hours, when it was removed. The pink slide did not move forward, indicating a needle mechanism failure. The patient was also complaining about pain, while wearing the pod.

Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula, blood was also noted on the adhesive pad. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. The formed needle was found to be dented where it would normally sit horizontally in the slide retract. Excessive plastic was noted on the horizontal inlet of the slide retract, producing an atypical arc that does not coincide with the arc of the formed needle. No other damages or defects noted.